Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On december 01, 2021 google customer emailed technical support to report a false positive result using cartridge lot 17006h on reader sn: (B)(4). Customer tested positive and then negative on cue. Customer tested negative on pcr.